Manufacturer narrative:
The device serial number was unknown. UDI: serial unknown. (B)(4). Reporter¿s complete mailing address was not provided. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the there was a calcar fracture while broaching with a surgical impactor device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information upon follow up with the reporter regarding additional medical intervention with respect to the calcar fracture, it was reported that cables were used and no other additional information was available at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.